Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error code 120.4610. Technical support - power supply processor board: 1. Customer stated they are using alaris batteries. 2. Informed this is most likely due to the power supply board. 3. Recommended replacing power supply board. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - recommended replacing power supply board the customer reported problem was confirmed. H3 other text : no product returned.

Event description:
It was reported that an 8015 unit giving a 100.1250 error. There was no patient involvement.

Event description:
It was reported that the device had error code 120.4610. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error code 120.4610. Based on the findings, technical support determined that the proximate cause of the reported issue - faulty power supply board.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had error code 120.4610. There was no patient involvement.